Event description:
Boston scientific received information that following implant the left ventricular (lv) lead was noted to be dislodged after the pocket closure. A revision procedure performed the following day where the lv lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.